Manufacturer narrative:
During device analysis, the reported error was replicated and confirmed via review of merlin.net logs. The cause of the error was traced to an incorrect speed setting on the compact flash.

Event description:
Related MFR no. 3004936110-2018-01088. It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.